Manufacturer narrative:
The reported event of a helix damage and a helix mechanism issue were confirmed. As received, a complete lead was returned for analysis. Visual analysis of the helix noted it was stretched / damaged as received. X-ray examination confirmed the helix was stretched / damaged and the inner coil at the connector region was over torqued. The helix mechanism test could not be performed due to the helix stretched / damaged. The cause of the reported events were isolated to the helix damaged and the over torqued inner coil at the connector region which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that the damage was related to the lead helix. The helix issue was observed after insertion into the patient¿s body.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead was damaged. It was also observed that the lead helix was stuck and failed to extend. The lead was not used and replaced during the procedure. The patient was discharged.